Event description:
Our distributor reported that the packaging containing this sterile blade has a deformity. The deformity noted is a pin hole in the packaging tray. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this blade and packaging for eval. During visual inspection, conmed linvatec confirmed the reported problem. A deformity was observed in the proximal corner of a blister packaging. Further investigation found the packaging compromised. An investigation for this failure remains in progress.